Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip were noted. No moisture damage on electronic assembly.

Event description:
The customer reported via phone call that the infusion set fell off earlier because, it was wet. Customer's blood glucose level was 397 mg/dl. His blood glucose level was high because, he did not notice the infusion set had fallen off. The customer went into the pool with the insulin pump on. The insulin pump alarmed button error. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.